Event description:
It was reported that while using panel phoenix nmic/ID-307 a mis-ID was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports mis-ID of e.coli as salmonella."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The bd phoenix nmic-305 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k032299, k061355, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k032655,k062944, k060444, k063811, k151320, k063301, k031530, k060447, k023634, k020322, k132674, k023858, k071623, k031699, k060447, k024153, k060214, k042932.

Manufacturer narrative:
The following fields were updated due to additional information: medical device lot #: 0356961 medical device expiration date: 1/31/2022 device manufacture date: 12/21/2020 investigation: this complaint is for misidentification of escherichia coli as salmonella when using phoenix panel nmic/ID-307 (449289) batch number 0356961. The customer did return isolates and lab reports for investigation, however did not return panels. To investigate, a total of four (4) retention panels from the complaint batch were tested using customer returned isolates of escherichia coli on a phoenix m50 instrument and evaluated for identification results. During investigation, all four (4) panels tested identified incorrectly as salmonella enterica ssp arizonae. Since all panels yielded unsatisfactory identification results, this complaint is confirmed. It is to be noted that maldi testing was also performed on the customer returned isolates and yielded an identification of escherichia coli. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed one (1) additional complaint for the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using panel phoenix nmic/ID-307 a mis-ID was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports mis-ID of e.coli as salmonella."